Event description:
During a gall bladder procedure, the clips would not advance. The second device, some clips released. Another device was taken to complete the procedure and it worked properly. There was no adverse consequence to the patient.